Manufacturer narrative:
Concomitant product: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4). No device analysis was performed; the device met risk based analysis criteria.

Event description:
It was reported the patient had a revision on (B)(6) 2012. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (ins) found that there was no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was only complaining about not having great coverage in september 2012. The leads were reportedly "revised/better placed" for better coverage on (B)(6) 2014. It was noted no devices were replaced and the patient was doing fine after the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.